Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure while trying to remove the device through the port site incision the device ruptured. It was unknown how the procedure was completed. There were no patient consequences reported.